Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer's insulin pump had no delivery alarm. Customer's blood glucose level was 232 mg/dl at the time of incident. Customer was advised to change complete set. Insulin pump will not return for analysis.